Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. The patient received unspecified treatment at home for the event. At the time of this report, the patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. On an unreported date, pd therapy was temporarily discontinued , the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, pd therapy was restarted and ongoing. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in march 2024 e1: additional reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.